Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 48/42, code h on (B)(6) 2007 and was revised an (B)(6) 2016 due to wear problem.

Event description:
It was reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 48/42, code h and was revised 9 years post-implantation due to wear problem.

Manufacturer narrative:
Follow up report: this follow-up report is being submitted to relay additional information. D10: associated products: metasulâ® ldhâ®, head, 42, code h, taper 18/20, #item 0100181420, #lot 2360978 metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20, #item 0100185145, #lot 2385319 medullary plug w/out drain 2.5, #item 00000003208, #lot 2357637 original m.e. Mã¼llerâ®, stem, pt-10, #item 120039075, #lot 2362084. Therapy date: (B)(6) 2016. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Updated:b1,b4,b5,b6,b7,d2,e1,e3,g1,g2,g3,g6,h1,h2,h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was that reported that a patient had an initial total hip arthroplasty performed, approximately after 9 years post implantation the patient was revised due to osteolysis and elevated metal ions. It was reported there was progressive osteolysis of the acetabulum as well as left hip bursectomy and seroma cavity revision. The head and shell were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Initial left total hip arthroplasty. Subsequently,9 years post implantation the patient was revised due to osteolysis and elevated metal ions. It was reported there was progressive osteolysis of the acetabulum as well as left hip bursectomy and seroma cavity revision. The head and shell were revised without complications. Based on the available information, the reported event can be confirmed, but a definitively root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.